Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized and was treated with unknown medications (doses, routes, frequencies and durations not reported) for the event. At the time of this report, the patient was not recovered from the event. On an unreported date, pd therapy was discontinued and the patient was switched to hemodialysis. No additional information is available.